Event description:
It was reported that bd insulin syringes with bd ultra-fine¿ needle plunger fell out during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 328289 batch no: unknown. It was reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Plunger was hard to remove in the past. Verbatim: issue: consumer reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Sample available. She uses the 8mm needle, this happened last week. Box discarded. Consumer uses new syringes each time of her injection. She will send the poly bag with the sample. She could not locate the lot# since box is discarded. Offered to send the voucher to redeem at the local pharmacy, explained her about prescription being on file to use this.

Manufacturer narrative:
Additional information: medical device lot #: 7072860. Device manufacture date: 5/11/2017. Investigation summary: customer returned three 31g x 8mm, 1ml bd insulin syringes in an opened polybag from lot 7072860. Consumer reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel; the 2nd plunger cannot pull back. All three returned syringes were examined, and it was observed that one of the syringes exhibited a separated plunger rod from the syringe assembly; the stopper for this syringe was still inside the barrel of the syringe. No evidence of manufacturing defects were observed on the other two returned syringes. A review of the device history record was completed for batch# 7072860. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plunger rod separates). As per investigation completed by manufacturing, "on 02dec2019, holdrege received (3) 1.0ml, 8mm syringes from lot #7072860 in open polybag. Visual inspection of the syringes found the stopper separated from the plunger rod and remained inside the barrel of the syringe of (1) syringe and no defects with (2) syringes. The plunger rod tip was complete with no signs of damage. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly machine, the stopper can separate due to the friction between the barrel and stopper. Review of quality notifications found no notifications that pertained to the complaint. Unable to determine the root cause of the lack of silicone in the barrel of the syringe. CAPA pr666972 was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel.".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿ needle plunger fell out during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 328289 batch no: unknown. It was reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Plunger was hard to remove in the past. Verbatim: issue: consumer reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Sample available. She uses the 8mm needle, this happened last week. Box discarded. Consumer uses new syringes each time of her injection. She will send the poly bag with the sample. She could not locate the lot# since box is discarded. Offered to send the voucher to redeem at the local pharmacy, explained her about prescription being on file to use this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿ needle plunger fell out during use. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: 328289 batch no: unknown. It was reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Plunger was hard to remove in the past. Verbatim: issue: consumer reported when she was pulling the plunger to draw the insulin, plunger came out, stopper remained in the barrel. The 2nd plunger cannot pull back. Sample available. She uses the 8mm needle, this happened last week. Box discarded. Consumer uses new syringes each time of her injection. She will send the poly bag with the sample. She could not locate the lot# since box is discarded. Offered to send the voucher to redeem at the local pharmacy, explained her about prescription being on file to use this.